Manufacturer narrative:
The customer reported leaking texium components, and returned 3 samples of material 10013364t, batch 24089058. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water by gravity and attached to a bd stopcock to activate the texium and allow for flow. All 3 sets worked as intended and the complaint could not be verified. Although we could not confirm the reported failure, a trend has been identified, and actions have been initiated to investigate the texium leakage issue. \ a device history record review was performed. There was a quality notification issued for the failure mode reported by the customer concerning the texium component.

Event description:
Material#: 10013364t, batch#: 24089058. It was reported by customer that I have a few different reports of a secondary set with texium that are leaking. I have 3 different samples that I can send over that didn't have anything, but saline go through them. The nurses have reported: ¿we had I think 4 occurrences that I know of a couple weeks ago. I was notified of 2 on (B)(6). One did leak while in patient use, but luckily it was just saline and so there was no harm. All the others were caught before any drug was leaked. Then we had one yesterday on (B)(6) 2024. It also reached the patient and leaked while in use, but it was a pre-medication and not chemotherapy.¿ complaint received via email(s). I have a few different reports of a secondary set with texium that are leaking. I have 3 different samples that I can send over that didn't have anything, but saline go through them. The nurses have reported: ¿we had I think 4 occurrences that I know of a couple weeks ago. I was notified of 2 on (B)(6) one did leak while in patient use, but luckily it was just saline and so there was no harm. All the others were caught before any drug was leaked. Then we had one yesterday on (B)(6) 2024. It also reached the patient and leaked while in use, but it was a pre-medication and not chemotherapy.¿ the 3 samples are all from the same lot number, lot: (10)24089058, ref: (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.